Manufacturer narrative:
Retain testing was conducted on the bi lot number subject of the reported event and no abnormalities were observed. The DHR was reviewed and confirmed the lot was manufactured to specification.

Event description:
The user facility reported a failure of a biological indicator when operating the steris v-pro max.

Manufacturer narrative:
The cycle tape indicated the cycle passed and the ci passed successfully. The capital equipment was inspected and a pm was performed including a leak test which passed without issue. The equipment was operating to specification.an in-service on the proper handling of the biological indicator and methods to eliminate cross contamination has been performed.investigation of this event is currently in process. A follow-up report will be submitted when additional information becomes available.